Event description:
The pt ((B)(6)) suffers from migraines and is a participant in a clinical study. She currently has two percutaneous leads (from the same lot) implanted in the occipital region (off-label). It was reported the pt is experiencing difficulty moving her head due to pain in the back of her neck. An x-ray was taken for further interrogation; however, the results have not been disclosed. The physician suspects adhesions are present. An appointment will be scheduled for further assessment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.